Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an 8.7cm diameter abdominal aortic aneurysm. Vessel morphology was reported as the length of non-aneurysm aortic neck was 15 mm, proximal diameter of non-aneurysm aortic neck was 25 mm, distal diameter of non-aneurysmal aortic neck was 29 mm, diameter of right iliac artery was 9 mm, diameter of left iliac artery was 9 mm, diameter of right femoral artery was 7 mm, and diameter of left femoral artery was 7 mm. The right and left iliac arteries were moderately tortuous. Degree of circumferential thrombus and / or calcification was 30%. It was reported that there was a type ii endoleak noted. The details provided are as follows: there was a small endoleak in the proximal area of bifurcated stent-graft, that is caused from a type ii endoleak or maybe type ia endoleak. There is aortic sac enlargement to 83mm. The sac enlargement observed previously in CT scans without contrast due to chronic renal insufficiency, and now, as the patient is dialysis depended, a CT with contrast was performed and an unknown endoleak was diagnosed. The patient will be re-evaluated in six months with a new CT. Per the investigator, the cause of the event was related to the device. No additional clinical sequelae were reported and the patient will be monitored by the physician.